Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ the referenced journal article is attached to this medwatch and the manufacturer report number of the medwatch which reports on all patients (identified and non-identified) mentioned in the journal article is 1825034-2014-08055.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system". It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2007 due to loosening of the tibial tray. The tibial tray and bearing were removed and replaced.